Event description:
The pt was hospitalized for a "severe bladder infection" and the device was turned off at this point. It was noted that the device was not very effective over the 4 years it has been implanted. Further info was requested from the healthcare professional.